Event description:
Pads application difficulty reported during deployment of device. No associated adverse event reported.

Manufacturer narrative:
(B)(4). Device evaluation pending. Initial reporting as malfunction as evaluation has not been completed and due to associated issue occuring during service deployment.